Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: july 20, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut into pieces. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Manufacturer site: note: the device was manufactured at the (B)(4) site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) fully inserted into patient's left eye, however, was removed and replaced during the same procedure as it was scratched at its center. Another lens of same model and diopter (sn(B)(4)) was used as the replacement. The event was observed after insertion into the eye. The patient has recovered. No further information was available.